Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer reported that their technician confirmed the issue of the batteries not charging. To fix the issue, their technician reseated the iabp into the cart, and the batteries started to charge, and there were no problems since. The customer has not requested getinge service/evaluation in connection with this event. However, if additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.